Manufacturer narrative:
Due to character restrictions in block e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient the iab leaked and blood entered cardiosave intra-aortic balloon pump (iabp) in use. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: a4, e3 it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had been reached by blood. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer explained this was a patient waiting on a heart transplant and has had multiple catheters over the last few months. It was stated they were unable to place another iab axillary due to patient anatomy, and elected not to place a femoral accessed iab. The cardiosave had already been taken to biomed, and the customer was unable to provide a serial number for it.